Manufacturer narrative:
Manufacture¿s investigation conclusion: review of the submitted log files confirmed left ventricular assist device (lvad) internal fault alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. The submitted system controller event and periodic log files revealed lvad internal fault alarms. Due to this issue, the pump operated at 5000 revolutions per minute (rpm) during the alarms despite the set speed being 4800 rpm. No other notable events or alarms were captured, and no interruption to pump function was observed. The account later communicated that the lvad fault alarms resolved after disconnecting and reconnecting the driveline to the system controller. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system alarms, including the left ventricular assist device (lvad) fault alarms, and the recommended actions associated with these events. The heartmate 3 lvas patient handbook, is also available. Section 5 entitled "alarms and troubleshooting" outlines all system alarms, including the lvad fault alarms, and the recommended actions associated with these events. This handbook also warns the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an lvad fault alarms from (B)(6) 2023 to 07mar2023. Initial troubleshooting was turning off the system monitor off and on and seeing if the alarm cleared but it did not. Then, the driveline was taken out for five seconds and then reconnected and the alarms resolved.